Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream and upstream occlusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The false downstream occlusion alarm was verified. The cause was determined to be a an out of specification downstream tubing guide depth and therefore the downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The false upstream occlusion alarm was verified. The cause was determined to be a failed ultrasonic sensor and therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.